Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral stem. Unknown humeral head. The complaint is under investigation. Once the investigation is completed a follow up report will be submitted.

Event description:
It was reported that the patient is being considered for revision due to unknown reasons. No additional information is available to report at this time.

Event description:
No additional information is available to return at this time.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received: the complaint cannot be confirmed as medical records were not provided. Device history record (DHR) review was unable to be performed as the product information of the device involved in the event is unknown. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.